Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported patient said when they first had the trial for the 2 weeks, that seemed to work really, really well. Patient reported now having a lot of 'finding the right number'. Patient said all of a sudden they had to run to bathroom and was also having accidents. Patient has been increasing to the point that it has become painful, sometimes it hurt and they can feel it in the pelvic floor then it goes away or they will decrease and it will go away. Patient was on program 4 at 2.9 and wanted to change to another program. Patient thinks their healthcare professional (hcp) supports them trying other programs. Patient was successful to activate program 3 and increase to 1.5. Patient said they felt stim in their pelvic floor and it was comfortable. Patient to try here and monitor symptoms. No further complications were reported or anticipated.